Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) will not power on and constantly blows fuses on multiple outlets and with different power cords. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: device history record (DHR): a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause - quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).